Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).

Event description:
Treatment of a left unruptured superior hypophyseal aneurysm measuring 6.50mm x 6.00mm. Post pipeline deployment, it was reported that a hyperform balloon was used to achieve full wall apposition (an option presented in the instructions for use). No injury was reported with the patient as a result of the procedure.